Event description:
The PICC line was found to be leaking overnight. It was found that there was a hole located near the blue hub of the catheter.

Manufacturer narrative:
Two occurences of this malfunction were reported to vygon, the details of the other can be found in MDR 2245270-2019-00058. One sample was returned for investigation. The sample was leaking next to the easy-lock hub, and a microscopic examination showed the typical signs of a pressure burst. It should be noted that the product IFU states the following: do not use infusion equipment which can exceed the working pressure of 1.0bar max/760mm hg. Bolus injections should be slow and must not exceed the maximum bolus pressure of 1.2bar/900mm hg. Do not use syringes smaller than 10cc. Smaller syringes generate higher pressures than larger ones. A running infusion should be maintained at all times to ensure patency. A heparin lock or catheter lock rollowing internal protocols may be substituted for an infusion. In addition, the bold black marking was visible; this incorrect catheter assembly can lead to a leakage. When the metal tub inside the proximal end is not fully inserted into the easy-lock hub it can cut inside the catheter wall when bending the catheter sideways at that point. No deviations of the batch history records detected. Each catheter is flow and leak tested, and a 100% visual test is carried out. This is the second complaint received for batch 231017gg. There are 106 other complaints for code 2184.00 regarding leaking catheters within the last three years but none of them manufacturing related. (B)(4). As each catheter is leak and flow tested before packaging and the catheter was used for 32 days before it started to leak, this is not a manufacturing error. No corrective action will be initiated at this time. Vygon will continue to monitor for the issue.

Manufacturer narrative:
Two occurences of this malfunction were reported to vygon, the details of the other can be found in MDR 2245270-2019-00058. The failed sample was returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of completion.

Event description:
The PICC line was found to be leaking overnight. It was found that there was a hole located near the blue hub of the catheter.